Event description:
Anesthesiologist went to inject medication for sedation before a nerve block. At this time the tubing broke into 2 pieces between 2 injection ports. Lr started spilling onto the bed. The IV started bleeding back. It is unclear if IV medication made it into patient or spilled into bed. Tubing was quickly clamped distal and proximal to break and 3 injection port section replaced with another.